Event description:
It was reported that a cartridge alarm occurred during insulin delivery and once during the load sequence with multiple cartridges. Customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 165 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.